Event description:
It was reported that approximately 24 hours post stent assisted coil embolization of a right posterior communicating artery (pcom) aneurysm, the patient suffered an ischemic stroke that resulted in one sided paralysis symptoms. Rehabilitation was done and the patient was discharged approximately 5 days post procedure. During the follow up appointment approximately one month post procedure the patient's symptoms had ceased.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device remained implanted; therefore, physical analysis cannot be performed. However, patient outcome of stroke is noted as such in the direction for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event. The product was deployed in the body.